Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced ongoing high blood (bg) glucose levels (170-300 mg/dl) and thought that the pump was not delivering the insulin correctly. A correction bolus and insulin injections were used to address the bg level. The customer's healthcare provider also adjusted the basal rate and the customer was using a 140 percent temp rate to help correct the bg level. The customer's current bg level was 210 mg/dl and a pump system check showed that the pump was operating as expected.